Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator had a charge time of 0.3 seconds and was oversensing the shorted output stage detection (sosd) check that occurred as charging starts for a capacitor maintenance. There were no symptoms reported. The patient will continue to be monitored.